Event description:
Leading up to the cardiac arrest the patient was having poor by mouth (po) intake and intermittent intravenous (IV) fluid. The patient had a presyncope episode while working with physical therapy the previous morning. There was one low flow recorded on their left ventricular assist device (lvad) at the time. The patients doppler blood pressure (bp) was 80. They were given IV fluids with 500 ml bolus and then started continuous maintenance fluids at 75 ml/h. The patient was then transferred to the floor. On (B)(6) 2024 the patient had a code blue event with low flow on the lvad. Advanced cardio life support (acls) was followed. The patient was intubated and given epinephrine (epi). The lvad flow came back up, but the patient had an extended time without flow, and they were unable to get doppler blood pressure. There appeared to be no spontaneous neuro activity or respirations. After discussion with heart failure attending and the patient's wife it was agreed that acls should be stopped. It was reported that the patient passed away on (B)(6) 2024 at 0558. The patient's death was not considered device related. It was noted that the device operated as expected and would not be returned for analysis.

Manufacturer narrative:
A4: patient weight, provided. B5: additional information. H6: health effect-clinical and health effect-impact codes- updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had cardiac arrest on the morning of (B)(6) 2024. Log files were sent for review. The customer wanted to know the duration of low flow alarms that began on (B)(6) 2024 at 0414. The event log file captured low flow alarm events on 19sep2024. There were also several momentary low flow events recorded. The earliest low flow alarm flag captured during this history was at (B)(6) 2024 at 28:16. There were four other low flow alarm events recorded intermittently between 19sep2024 4:14:44 and 19sep2024 5:19:38. There were more persistent low flow alarm events that occurred between 19sep2024 5:20:52 and 19sep2024 5:32:42. The recorded calculated average flow values were < 2.5 lpms with a few at or near 0 lpms during these events. 19sep2024 5:35:40 the log file began recording (f67) harmonic_compensation lvad fault flags. (F55) motor_instability events were recorded shortly after. The recorded lvad temperature values increased during this period. This was an indication that the motor was consuming more power to maintain speed. External power was removed from the system controller at (B)(6) 2024 6:07:48. A system controller shutdown_sequence_started event was recorded at 19sep2024 6:08:40. It was reported that the patient passed away on (B)(6)2024. The cause was unknown, no further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of a loss of flow. This finding is consistent with a material, such as thrombus, being ingested into the pump; however, thrombus could not be conclusively confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of presyncope and cardiac arrest could not be conclusively established through this evaluation. The system controller event log file contained relevant events from 01:46:17 through 06:08:40 on 19sep2024, per the timestamps. Multiple, transient low flow hazard alarms were captured between 02:28:16 and 05:20:35. An additional low flow hazard alarm associated with a sudden decrease in estimated flow to 0 liters per minute (lpm) was captured from 05:20:52 through 05:33:12. Shortly after this alarm resolved, the file captured multiple lvad fault flags associated with motor instability. Motor power and temperature elevations were observed during this timeframe. The observed sudden decrease in flow and following events are consistent with a material, such as thrombus, being ingested into the pump. At 06:08:37, a driveline disconnect alarm was captured, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. The account indicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.